Event description:
It was reported that the patient was not experiencing benefit. It was unknown what led to the event, was also unknown if there were any diagnostics performed or actions taken to resolve the issue. It was unknown if the issue was the resolved. The device was explanted and not replaced. It was also not returned. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0hxu3, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4),product type programmer, patient. (B)(4).